Manufacturer narrative:
In use at the time of the event: cgm model: g6 mobile os: ios / ios_iphone 13 pro max / 2.9.1 / ios 26.1.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled. Reportedly, the customer was overfilling the cartridge. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Tandem technical support educated the customer that cartridge can only hold up to 300 units (3.0 ml) of insulin as per user guide.